Event description:
The ethicon ats stapler, using the green loads, was used for a wedge resection of the upper lobe of the lung along the major fissure. The surgeon reported marked bleeding, hemorrhage from the staple line due to poor function of the stapler.hemostasis was maintained with pressure and the surgeon switched to an echelon flex stapler, again using the green load, to complete the staple line and provide better hemostasis.manufacturer response for stapler, surgical, endo gia: per the report, the ethicon vendor representative was made aware of the event and was in the or to assist with a real-time evaluation. The or staff reported that the stapler was used correctly, as reviewed by the vendor representative, but the device failed to work as intended.